Event description:
It was observed that during the device evaluation, the rigid scope exhibited a broken main body. There was no patient involvement.

Manufacturer narrative:
The device was returned to regional service center for inspection. A root cause could not be identified. Based on the results of the investigation, it is not determined what led to the malfunction. Olympus will continue to monitor field performance for this device.